Event description:
Additional information was received. The replacement occurred on (B)(6) 2021. The pump and catheter would be returned.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0208665847, implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot#: 0208665847; implanted: on (B)(6) 2014; explanted: on (B)(6) 2021; product type: catheter; h3: analysis of the pump revealed a motor gear train anomaly regarding corrosion and wear; stall was due to the shaft-bearing. Analysis identified residue and wearing on the upper shaft of gear number two. Analysis of the catheter revealed a kink in the catheter body. H6: the results code 180 (c07) and conclusion code 24 (d1103) pertain to the pump. The results code 114 (c13) and conclusion code 22 (d12) pertain to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0208665847, implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-aug-2016, UDI#: 00643169370579. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (30.0 mg/ml at 10.503 mg/day), clonidine (300.0 mcg/ml at 105.03 mcg/day), and bupivacaine (4.0 mg/ml at 1.4003 mg/day) via an implantable infusion pump. It was reported the patient went to a control after an infiltration and the hcp heard a critical alarm from the pump. The patient told the hcp they had more pain for some weeks. The log files showed a motor stall. There was an MRI on (B)(6) 2021 in the afternoon which showed a granuloma at the catheter tip. Replacement of the pump and catheter occurred. It was indicated the log files of the pump also showed a motor stall on (B)(6) 2021; there was no MRI or anything else at that time. The issue was resolved and the patient status was alive - no injury. There were no reported contributing factors. Further complications were not reported. A session report from (B)(6) 2021 at 13:45 was provided. The pump was in a state of motor stall. Event logs indicated a motor stall occurred on (B)(6) 2021 at 13:25, a stopped pump duration may exceed tube set event occurred on (B)(6) 2021 at 13:25, and a motor stall recovery occurred on (B)(6) 2021 at 17:36. Another stall occurred on (B)(6) 2021 at 22:47 with no recorded recovery.